Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached early replacement indicator (eri) in march. The monitoring voltage in february was beginning of life (bol) at 3.13 volts and a charge time of 14.8 seconds. The patient is paced 100% of the time. The device has been implanted less than 3 years.